Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was experiencing pocket site discomfort. The pt had fallen in (B) (6) 2010 and ever since had been having pocket discomfort. The physician feels that the pt's injured scar tissue is causing the pocket pain and discomfort; he prescribed the pt lidoderm pain patches. The pt is receiving adequate coverage.